Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin in the correct location and noted there was dried blood in the helix housing and tip region. Continuity testing and x-ray images determined that the outer conductor coil was fractured. The fracture was approximately 23 centimeters from the terminal pin. The characteristics of this fracture are consistent with clavicular crush. The identified outer conductor coil fracture is the likely root cause of the reported clinical observations of noise and oversensing of the minute ventilation (mv) sensor and the high out of range pace impedance measurement.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
(B)(4). The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a signal artifact monitor (sam) episode occurred on this pacemaker system due to noise and oversensing of the minute ventilation (mv) feature on the right atrial (ra) channel. As a result, the mv feature was automatically switched by the pacemaker device to operate on the right ventricular (rv) lead. There was also a high out of range (oor) pace impedance measurement on the right atrial (ra) lead and an associated lead safety switch (lss) corresponding to the sam episode. The patient was noted to use the mv feature for ra pacing but is not pace dependent in the rv. The patient was subsequently evaluated in-clinic and significant ra noise was elicited during isometric testing in both the unipolar and bipolar configurations. Not much noise was observed during pocket manipulation testing. The ra lead was subsequently confirmed to be fractured via both fluoroscopy and electrical testing. The physician suspected the fracture was due to subclavian crush and associated patient anatomy. As a result, the ra lead was explanted and replaced. There were no additional adverse patient effects.